Event description:
It was reported that the patient received inappropriate high voltage therapy due to far p-wave oversensing. The lead was dislodged and was repositioned. During a post-op check, low pacing impedance, loss of capture, and loss of sensing were observed. The patient was transferred to another hospital where the lead was explanted and replaced due to physician concern about infection.

Manufacturer narrative:
(B)(4).